Event description:
The customer called and reported that the insulin pump was cracked at the reservoir compartment threading and customer's blood glucose was 418 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. She was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked case at the reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.